Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the programmer, the clinician programmer, and the table programmer were able to find the ins after it was charged back to 25%. An overdischarge did occur due to the patient not charging their ins. The event was resolved after the ins was charged to full.

Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported the patient wasn't able to recharge the ins and was getting a screen on the recharger showing the ins could not be found. A brand new recharger was getting the same screen. The programmer, clinician programmer and tablet were all unable to find the ins. An antenna locate was attempted, and after some time the rep saw an error screen for power on reset (por). After this screen, the device could be recharged. Once the patient was back to 25% battery, the ins was turned back on and the system was checked. All impedances were within normal limits. The patient didn't believe they had come into contact with any electrical equipment that would have interfered with the ins. They work in the courts where they must go through security, but the patient doesn't go through the metal detectors and is scanned from the waist down with a wand. The last recharging session prior to the charging on the day of this event was in (B)(6) 2019. A data report noted the ins experienced a voltage too low por which was recorded on mar 1, 2000 although the date and time stamp were reset. No patient symptoms/complications were reported.